Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the top of reservoir broke off. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the reservoir was unable to lock in place when inserted into pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with broken half of reservoir tube lip, however test reservoir able to lock/click into place properly.